Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a high blood glucose level over 600 mg/dl and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not completed as the customer stated that the device seemed to be functioning properly. Blood glucose level at the time of the call was 300 mg/dl. The insulin pump was not replaced or returned for analysis.